Manufacturer narrative:
The test strips were no longer available to return.

Event description:
The customer questioned high inr results for 5 patients tested on coaguchek xs plus meter serial number (B)(4) using 2 different strip lots compared to a laboratory using the dade innovin method. Based on the data provided, the results for 2 patients were discrepant. This medwatch will cover strip lot 29494312 that one of the 2 patients was tested on. Refer to medwatch with patient identifier (B)(6) for information on strip lot 29779012 that both patients were tested on. The patient was tested on the meter using strip lot 29494312 and the result was 4.6 inr. A sample for the laboratory was drawn within 10 minutes and the result was 3.4 inr. It is unclear if the patient's coumadin/warfarin dose was held after the meter result of 4.6 inr. Clarification on this has been requested. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient does not use any other blood thinners besides warfarin/coumadin. The patient does not have antiphospholipid antibodies. The meter and test strips were requested for investigation, however, strip lot 29494312 is no longer available to return. The meter was returned. Strip lot 29494312 was not returned. Relevant retention test strips (lot 294943) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The meter was tested with a different lot of test strips that was returned by the customer (29779012). The returned meter and strip lot 29779012 were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr. Donor 2 inr: 2.0 inr. Donor 1 hct: 45%. Donor 2 hct: 50%. Donor 1: retention meter with master lot strips: 2.3 inr; customer meter with customer strips: 2.3 inr. Donor 2: retention meter with master lot strips: 2.0 inr; customer meter with customer strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation was unable to determine a definitive root cause.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.